Event description:
When planning with an irregularly shaped field or one with blocks, if new treatment unit is selected, the wedge selection is not updated. The calculated data will be consistent with the data on the printouts and the plan data spreadsheet, but will not include the wedge from the newly selected unit.